Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test; however, they were unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). There was no blank display. The pump had scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, prime/fill anomaly, and blank display. The blood glucose at the time of the incident was 79 mg/dl. The pump had a blank display and the customer tried several batteries to get the pump to work but insulin started squirting out. During troubleshooting, it was noted that the following alarms were in the pump history: motor error and low reservoir. The drive support disk was normal. The pump was exposed to high magnetic field at the airport when he passed by the airport scanner 3-4 times in the past couple of months. The pump passed the self-test. Troubleshooting was completed. The device was returned for analysis.